Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent internal fixation due to lumbar slippage. During the surgery, two set screws broke. Both the set screws were completely explanted and replaced. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual examination did not identify material deformation consistent with misalignment. Customer concern could not be replicated; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appeared to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.